Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was severed, damaging wires in the cable. Additionally, the ecd "d" was missing. The root cause for cut cable and missing ECG was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt had a damaged cable.